Event description:
(B)(4). The procedure itself was easy and pain free but the morning after the procedure I had to go back in to the ob because I had excruciating pain in my lower back. They said it was lumbar pain which I had never had before! It did subside, however, starting with my first period after having essure implanted, I began having extremely heavy periods and bad back pain. Over the next few months I gained (B)(6) and developed a thyroid disorder. I have also began having issues with vertigo. I have never ever had heavy periods on or off birth control before. I have to stay at home at least one day a month on the heating pad and because I have to change pads and tampons so frequently to keep from ruining my clothes. It is horrible! I have had an ultrasound and biopsy to rule out other causes and all came back good. I have never had female problems before this! I'm frightened of having a coil migrate! Mine were confirmed to be sitting properly at the time of the hsg x-ray. I have consulted with my ob about removal but am struggling with the right option as I'm scared to potentially have to have a hysterectomy when I have never had problems before essure.